Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on most mornings with blood glucose of around 32 mg/dl at the time of the incidents. The customer was at 187 mg/dl at the time of the call. The customer used orange juice to treat. The customer experienced symptoms such as sweating. The customer was wearing the insulin pump during the incident. The customer was using auto mode at the time of the incidents. Troubleshooting was completed as the customer declined. The insulin pump will be returned for analysis.